Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) was attempted to place however, was discontinued due to the right ventricle being small. It was noted that measurements in the low septum were not good, and it was attempted to be place in the middle septum. It was good until the deflection, but the device moved when the test was performed. The lp was removed and replaced. There were no patient consequences.